Event description:
It was reported that the threaded portion of the wire broke off in the lamina/pedicle of the l5 vertebral body. The broken tip could not be retrieved and was left in the patient. No additional complications were reported.

Manufacturer narrative:
(B)(4): CT axial and sagittal reconstruction verified guide wire fragment within pedicle on the right. Wire appears near medial pedicle wall but stops short of cortical/canal penetration.